Event description:
The reporter called lfs on behalf of the patient alleging that patient's one touch basic enhanced meter was reading inaccurately control high. The patient had obtained a control solution test result of 268 mg/dl, while the range was 81 mg/dl through 113 mg/dl. The patient contacted a medical professional for advice, however, no further treatment was sought. The customer service representative confirmed that calibration code was set correctly, meter was being cleaned properly, test strips were in good condition and the strip were not expired, stored improperly, or opened longer that the discard date. The patient did not have a check strip. However, two consecutive control solution tests were performed and both fell outside the specified range. The patient neither alleged harm nor experienced injury or medical intervention. Issue was not resolved through troubleshooting. Patient's meter, test stsrips, and control solution were replaced.